Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level which displayed as "high"; however specific value was not provided. Customer administered a manual injection to address bg and changed pump supplies. Customer declined to troubleshoot with tandem technical support, therefore no additional information could be obtained.